Event description:
The hosp had recently purchased 270 new stryker model 3002 beds. On one of the pt units that a bed was placed, the bed was installed into a head wall that had an upgraded nurse call system. The bed shorted out the call system for the entire unit, making the call light system inoperable.